Manufacturer narrative:
Device evaluation by manufacturer: a field service engineer (fse) arrived at the customer site to address the reported error message on the aia-360 analyzer. The fse was able to confirm the error message on the error log. The fse reproduced the error message when running quality controls (qc). During inspection, the fse found that the liquid sense ground cable on the sampler was damaged. The fse replaced the liquid sense ground cable to resolve the issue. The fse ran customer-prepared qc with values within package insert specifications. The aia-360 analyzer was operating within specifications. No further action was required. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(4) from (B)(6) 2018 through aware date (B)(6) 2019. There were no other similar events reported during the search period. The aia-360 operator's manual under section 7-1: list of error messages states the following: 2011 air detected [sample] description: there is no contact with the liquid surface after sample suction. Troubleshooting: contact the service department. The most probable cause of the reported event was due to a damaged liquid sense ground cable. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A customer reported getting error message "2011 air detected [sample]" on the aia-360 analyzer. The error message was constant, and the customer was unable to operate the aia-360 analyzer. A field service engineer was dispatched to address the reported event, which resulted in delayed reporting of luteinizing hormone (lh ii), follicle stimulating hormone (fsh), prolactin (prl), and estradiol (e2) patient results. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.